Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this event. This is the first of two reports from this reporter. (B)(4).

Event description:
A customer reported that multiple knife blades have been dull during separate surgeries. Alternate knives were obtained and used to complete each procedure. Patient impact information is unknown. Additional information is confirmed to be unavailable for this report.

Manufacturer narrative:
Fifty-two unopened knife samples were received for the report of dull blades. For a sample lot of 52 knives with a critical level 1 defect and an aql of 1.0%, the sample plan will be 13 knives. The randomly selected 13 samples were visually inspected and were found to be conforming. The 13 knives were then functionally tested for penetration and were also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned unopened samples were found to be conforming therefore, a complaint described as dull blades was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned, the exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).